Event description:
Customer reported via phone call that he has been experiencing unexplained high blood glucose and was hospitalized with diabetic ketoacidosis. Blood glucose value at the time of admission was 847 mg/dl; current reading was 172 mg/dl. He experienced nausea and vomiting. He was wearing the insulin pump at the time of the emergency room visit and was treated with insulin drip. During troubleshoot; it was stated the drive support cap is recessed. He declined to check for air bubbles, leaks or site issues. He also declined to check the settings. The insulin pump passed the high pressure test. Customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.